Event description:
It was reported that during use with an unspecified bd blood collection tubes there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: customer asking about unusual samples in which serum separation does not occur after centrifugation.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that during use with 2 bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: customer asking about unusual samples in which serum separation does not occur after centrifugation. Medical device brand name: bd vacutainer® sst¿ blood collection tubes medical device manufacturer: becton dickinson& co. ¿ sumter, sc / 29153 medical device catalog #: 367986. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson& co. ¿ sumter, sc / 29153 PMA / 510(k)#: bk050036.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: customer asking about unusual samples in which serum separation does not occur after centrifugation.

Manufacturer narrative:
Investigation summary: material #: 367986. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: customer asking about unusual samples in which serum separation does not occur after centrifugation.